Event description:
It has been reported to philips that fluoroscopy failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿x-ray was not available in the system¿. Upon functional analysis it was confirmed that device has been malfunctioned. The philips engineer reloaded the ippc software and recreated the image and the system was returned to use in good working order. This issue has pre and reoccurred, after recreation the image and re-installation of ippc software, system was returned to use in good working order. The codes were updated based on the investigation outcome.